Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that their therapy never helped them and hasn¿t done any good. They added that it does ¿nothing that it says it is going to do.¿ the patient stated that they are in pain all the time, and they are going to contact their physician for pain pills. They indicated that they don¿t even turn their device on anymore and feel just as good. The patient noted that they cannot walk anymore, which is what they got the device for, so it is worthless. They added that they have less pain with the implantable neurostimulator (ins) being off and they do with it on. The patient stated that they have worked with a couple of manufacturing representatives (reps), but they do not do what they are supposed to do. They mentioned that one rep did not even set their device up for a long time because they didn¿t have time. The patient added that the rep only programmed one setting and did not show the patient how to use the device. The patient then saw a different rep, who programmed more settings and showed the patient how to use the device. However, the patient¿s issues remained unresolved, and they told the rep it was not working. The patient indicated that their trial was good, and all their pain went away. The patient stated that they want someone to take re sponsibility, and fix their issues, or else they want the device explanted and their money back. The patient expressed dissatisfaction with the manufacturer¿s service, and was also upset that they were not registered, and they did not know their implant date or de vice serial number. They stated that with their device they have to adjust stimulation when they sit down, lay down, and stand up, because it feels different. The patient added that they were never told anything about the device before it was implanted. They stated that the rep told them they could have a different battery implanted that adjusts stimulation on its own. The patient felt that they were given the ¿junky¿ battery that doesn¿t work, rather than the better one with better programs. Additional information received from the manufacturing representative (rep) indicated that they will be meeting with the patient. No further complications were reported or anticipated. Indication for use is unknown. Additional information was received from the manufacturing representative (rep). The rep reported that the patient¿s battery is working fine after reprogramming the settings, and the patient was happy with the coverage. However, the rep stated that the patient is recharging all of the time and is not happy because of that. They indicated that patient was referred to a physician and is having a battery replacement on (B)(6) 2018. No further complications were reported or anticipated.